Event description:
It was reported that a log file was submitted for review for possible thrombus. A review of the log file revealed periods of pulsatility index (pi) events throughout, and also a couple of low flow events on (B)(6) 2022 at 19:59, 20:15, and 20:17 where the calculated flow was right at the 2.4 lpm threshold but was not sustained long enough to trigger the audible alarm. The log file did not show any common trends for thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow fault events; however, a specific cause for these events could not conclusively be determined through this investigation. The controller event log captured three low flow fault flags on (B)(6) 2022 when the estimated flow dropped below the threshold of 2.5 lpm; however, these events did not last long enough to trigger an audible alarm. A specific cause for these events could not be determined through this evaluation. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23dec2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is available. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No additional information was provided. The manufacturer is closing the file on this event.